Manufacturer narrative:
Findings: pump was monitored for 24 hours with multiple basal rate. No blank display or display anomaly noted. All operating current were normal. No damage inside pump noted. Unit function properly during rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement test. Pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
A customer reported via phone call indicating that their insulin pump had a blank display screen. The patient's blood glucose level was 600 mg/dl at the time of the call. The customer treated their blood glucose with their insulin pump. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.